Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2018-00121, 3008452825-2018-00143, 3008452825-2018-00144, 3005334138-2018-00123.

Event description:
Following an atrial fibrillation ablation procedure, a tamponade occurred. After the procedure was completed, the patient became hypotensive. An x-ray confirmed insufficient cardiac contraction. A cardiac massage and pericardiocentesis were performed to stabilize the patient.